Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the power supply cord shot a spark out. There is no patient involvement as it happened during set up.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been probably caused by: power supply, or ac inlet fuse. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the power supply cord shot a spark out. There is no patient involvement as it happened during set up.